Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer is stating that the existing motor has been dropped and cannot be attached to the bed, and has a broken bed rail too.